Event description:
It was reported that the user received an occlusion alert while using a contact detach infusion set and was unsure how long it had been active due to being asleep; the alert cleared only after performing a full supply change as advised. Customer care provided support that included user-led troubleshooting and education focused on performing a supply change. Investigation of this case revealed an occlusion resolved by replacing supplies, consistent with infusion set or line obstruction. No clinical symptoms associated with interruption of insulin delivery consistent with an occlusion. Outcomes included recovery after supply replacement and user declining follow-up, with no injury without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was most consistent with a transient infusion set occlusion.